Event description:
The customer's wife stated that the customer was hospitalized due to hyperglycemia. The customer later lost consciousness, which was possibly caused by the customer being dehydrated from high blood pressure. The reported blood glucose reading was 193 mg/dl. The customer was not available to perform troubleshooting at the time of the report. The customer's wife stated that the customer would call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.